Event description:
The customer reported that the jaws would no longer open after being applied to tissue. The surgeon had to cut the tissue adjacent to the device in order to remove to from the patient. There was no blood loss, tissue damage, or injury.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report on: 06/24/2013. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.